Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented to clinic for a device and wound check. Pacemaker (pm) site was red with tissue opened and draining yellow pus. The eroded area on the incision line left the pm visible. There was allegation of infection. Final culture results were negative for any growth. The physician elected to explant the pm, atrial lead, and right ventricular lead. The patient was stable before, during, and after the procedure.